Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported that an arterial standard reference sensor failure occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.